Event description:
The reporter contacted animas on (B)(6) 2013, alleging the battery cap is damaged and cannot be removed from the pump. The patient reportedly discontinued insulin pump therapy with the subject pump due to the damaged battery cap issue. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged battery cap issue remained unresolved with troubleshooting.

Manufacturer narrative:
Initial reporter: (B)(6). The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/01/2014. Device evaluation:the device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: the pump's case and battery compartment were found to be undamaged. The returned cap was able to fit securely to the pump and to maintain an electrical connection. The returned battery cap's threads were undamaged and the cap was able to fit securely in a test pump. The battery cap was found to have a stripped slot at the top and was hard to remove. The battery cap contact height and width were within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.